Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that while inserting the aquabeam handpiece inside the patient, an approximately 2cm perforation was made in the proximal bladder space. Aquablation therapy was successfully completed. The patient was admitted to the hospital. It was reported that the patient will be catheterized for two weeks. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed which noted multiple occurrences of "e43 - cpu error" which were observed to have been cleared. A review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (sj-ifu0101-00), rev. B, was reviewed and states the following: 4.3 warnings: procedure · as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: - bladder or prostate capsule perforation. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of aquablation therapy. Based on the information obtained through the treating surgeon plus a review of the treatment log files, DHR, and IFU the event is considered not device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.